Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation

Event description:
On (B)(6) 2017, removal surgery was performed at the fixed area of l3 ¿ l4. During the surgery, at the time of removing the screw (part#: 186731645, lot#: atmdnr), the screw got broken. The removal surgery was successfully completed without any delay. No additional information has been provided from the hospital.